Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, in a patient with a horizontal aortic base and an aortic root angle of 60 degrees, it was necessary to make several corrections to the placement and position of the delivery catheter system (dcs) and guidewire. During valve implant, the first deployment attempt was shallow and the valve was recaptured. However, the recapture could not be completely performed; a gap of approximately 2cm was observed between the capsule and nose cone of the dcs. It was reported upon further review of procedural images, a bellows-shaped slack of catheter was observed on the proximal side of the paddle attachment. A second deployment attempt was made, but the left coronary cusp side was shallow relative to the non-coronary cusp side; the valve was recaptured again. During recapture, an audible noise generated from the dcs when the handle was turned in the direction of recapture. There was resistance while recapturing and the valve could not be completely recaptured. It was determined that the dcs could be collected by retracting it into the 18fr introducer sheath. While retracting the dcs, the bending of the dcs became caught in the distal end of the introducer sheath and the introducer sheath broke. The system was removedfrom the patient with the dcs capsule about 5cm out of the introducer sheath. Bleeding from the femoral artery access site were observed, and no additional treatment was reported. According to the physician, the bleeding was a result of delayed procedural time. The procedure time was extended 60 to 90 minutes due to the complication. Of note, it was possible a misload occurred. Upon review of the procedure, it was noted that paddle was not properly attached. The patient¿s horizontal aorta with an aortic root angle of 62-65 may have contributed to the capsule issue. A second valve and dcs were loaded and used with a new introducer sheath. Moderate paravalvular leak (pvl) was reported following the implant of the second valve due to the insufficient expansion of the valve and calcification. No adverse patient effects were reported. Additional information was received that no injury was noted at the femoral artery.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.